Manufacturer narrative:
The reason for this revision surgery was to alleviate fluid drainage from the patient's knee. The socket insert was in-vivo for a period of 2.7 years before removal. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. (B)(4). The root cause for the fluid drainage was not reported. The surgeon made the decision to replace the knee insert during this surgery. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Fourth revision surgery - due to drainage that needed to be taken care of. The surgeon decided to switch the poly liner while he was performing the drainage.